Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that ten days post an uneventful, right internal carotid artery (rica) stenting procedure, the patient experienced a stroke and was rehospitalized for four days. It was reported that the patient "continues with right sided weakness, facial droop and slurring of words". Ten days post stenting procedure, the patient had a seizure lasting about 1 minute which was due to hypotension and was treated with medication. Three weeks post procedure, the patient had a follow-up consult where it was reported that she continues to have right sided facial droop and right sided weakness. Additionally, it was stated that she has 80-99% left sided carotid stenosis. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.